Event description:
From staff: during the set-up process for a stereotactic biopsy the hologic breast biopsy device (eviva) did not have the step-up steps. The tubing did not allow the saline to flow through the device. The device was taken out of the room, and a new biopsy device was opened and passed the set-up process. This did not reach the patient; it was a near miss.